Event description:
It was reported that the pt experienced a decreased effect from the pump in 2009. The pump contained hydromorphone 10 mg/ml at a dose of 5.99 mg/day. A large discrepancy between expected and actual residual volumes was noted. At the last refill, it was noted that no drug had been delivered via the pump. The hcp aspirated that catheter via the catheter access port. It was concluded that the catheter was patent and the pump was to be replaced. During surgery, it was noted that the pump had been continually flipping which led to the pump segment of the catheter to become coiled and occluded. This was removed and replaced along with the pump. The pt recovered without sequela.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.